Event description:
It was reported that during surgery, the device didn't turn on, so used another battery and it worked, so the batteries of defective products from the hospital were checked and found that 3 to 5 out of 8 were corroded. There was no patient injury, or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - south korea.